Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device experiencing an unintended activation/motion, identified during service and evaluation was confirmed. However, an assignable root cause was not established. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the small battery drive device experienced insufficient/low power and unintended activation/motion. It was further determined that the device failed pretest for check for unintended motion and check power with power test bench. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.